Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her sensor was not communicating properly with the transmitter. Customer also reported receiving lost sensor alerts. Blood glucose level at the time of the incident was 400 mg/dl. The customer reported that when she removed the sensor, she noticed that the needle hub came off of the serter. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.